Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected low battery alert, power loss alarm, replace battery alert, replace battery now alarm or failed battery test alarm noted during testing or in the pump trace download. No corroded battery tube noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed failed battery test alarm. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. Troubleshoot was performed. After inserting new battery, the issue still occurred. Customer was using aa alkaline battery. Customer has not tried to replace battery cap. The insulin pump will be returned for analysis.